Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device broke top came of, air was leaking, and the rubber gas kit was not holding the air. There was no patient injury.